Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: stockert 70 generator (model#39d76x serial (B)(4)). Coolflow pump (model#cfp001 serial (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and after the procedure, there was a clot on the tip of the catheter. There were no issues with temperature or flow during the procedure. The device was not changed. There were no error messages or product problems. The procedure was completed with no patient consequence. This event has been assessed as a reportable malfunction.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/19/2018. It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and after the procedure, there was a clot on the tip of the catheter. The device was visually inspected and a clot was observed on the catheter tip. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a coolflow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding clot on tip was confirmed, however, the device was working under specifications. The root cause of the clot observed cannot be determined, it could be related to the procedure. Manufacturer's ref. No: (B)(4).